Manufacturer narrative:
The manufacturer previously reported the incorrect 510k number as k18166. The correct 510k number is k181166 and is reflected in g5.

Manufacturer narrative:
The manufacturer previously reported that the 510k number was incorrect on the original submission report MDR (B)(4) and filed a corrected follow up, MDR (B)(4). The origingal report did contain the correct 510k number as k181166, no corrected report needed to be filed.

Event description:
The manufacturer received information alleging a ventilator "service required" alarm condition occurred . There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen blending module assembly was replaced to address the issue.